Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient complained of headaches and pain with stimulation. Reprogramming attempts were made, however, the problem could not be resolved. The device was explanted (B)(4), 2010, and the patient was reimplanted with a new device during the same surgery.